Event description:
Patient called in to report that the patient received a therapeutic shock and stated that they were not aware on how to cancel the shock, and it happened so fast. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.